Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2017.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a "pacing problem." When tapping on the device, the right ventricular (rv) lead exhibited no capture. The device remains in use. No patient complications have been reported as a result of this event.